Manufacturer narrative:
Follow-up #1: date of submission 10/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings:during testing, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional information: the display screen lens was observed to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim and fading over the past 3-6 months. The reporter stated that the display screen was also scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.